Manufacturer narrative:
This report is submitted on august 24, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgements following a trauma. Subsequently, the patient underwent a surgery (date not reported), in order to replace the implant magnet and to perform skin revision. The implanted device remains.